Event description:
It was stated that the customer was hospitalized for blood glucose levels above 500 mg/dl. The customer was feeling sick, having trouble breathing and sleeping a lot prior to being hospitalized. The caller stated that the insulin pump alarmed multiple times three days prior to the event. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.